Event description:
Boston scientific crm received info that during the pt's pre-discharge check, p-waves measured 0.6 in unipolar and capture was intermittent at max outputs. An atrial lead dislodgement was suspected. The device pocket was reopened to perform a lead revision. Repositioning the lead was unsuccessful as the lead would not fixate to the pt's tissue, therefore, the lead was removed and a new passive fixation lead was implanted.